Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, concomitant product evaluation and retains analysis. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The suspect positive cyclesure® bi was not returned for evaluation; therefore, no visual analysis was performed. Trending analysis by lot number was reviewed from 06/17/2016 to 11/29/2016 and trending was not exceeded. The assignable cause could not be verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. The customer did not respond to asps attempts to retrieve additional information and the complaint product was not available for evaluation. Should additional information be received at a later date, the complaint will be reopened for evaluation of the event. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4) suspect positive bi. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The previous bi result was negative. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.